Event description:
It was reported that during device unpackaging and prior to use the 4.0 x 38 mm xience prime stent delivery system (sds) foil pouch and device did not match the chipboard box labeling. The box was lot number 3061341 with serial number (B)(4) and the pouch was lot number 2091241 with serial number 103858; it was noted the pouch and device were pass expiration date. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The mislabeling was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. It was noted the xience prime lot 2091241 was attempted to be used past the expiration date. The xience prime instructions for use (IFU) states, note the use by (expiration) date on the product label. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.